Event description:
It was reported that in 2005, the patient was admitted for re-thrombosis and local regional thrombolysis. A stent fracture and probable stenosis was observed. The patient was successfully treated with placement of 2 additional stents.